Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerloc was returned for evaluation. An initial visual observation of the photograph showed use residue on the sample. A drop of clear fluid was observed on top of the needle housing and between the wings of the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer fluid leaked at the junction of the tubing and the steel needle as the nurse was priming the needle with saline prior to insertion. Needle had to be discarded prior to the administration of chemo. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer fluid leaked at the junction of the tubing and the steel needle as the nurse was priming the needle with saline prior to insertion. Needle had to be discarded prior to the administration of chemo. No other information was provided.